Event description:
Customer reported that the up arrow button on the insulin pump is not responding and there is a crack on screen. Blood glucose value is 354 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had cracked lcd window, cracked case at display window corner, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.